Event description:
Ethicon ports are snagging on robotic/laparoscopic instruments causing ports to be removed unintentionally from patients. In this event, there was no notable patient nor staff harm.